Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly noticed some of the wires at the tip of the maryland bipolar forceps instrument were broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.